Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-25191. Related manufacturer reference number: 2017865-2021-25193. It was reported that the patient presented with fever. An echocardiogram was performed which showed vegetation on the atrial and right ventricular leads. The implantable cardioverter defibrillator along with the leads were explanted. The patient was stable before, during, and after the procedure.